Manufacturer narrative:
(B)(6) 2010: the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter read inaccurately high compared to her expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The mss was advised the patient tests her blood glucose 6-7x a day. The patient does not take any medications but is trying to manage her diabetes with diet. The alleged issue began on (B)(6) 2010. The patient reported blood glucose results of "242, 207, and 147 mg/dl" with the subject meter. The patient continued to follow her usual diabetes management routine. About half an hour after the alleged issue begun, the patient claimed she felt symptoms of sweaty, tired, blurry vision and staggered as she walked. The patient associated her symptoms with low glucose. The patient ate food and/ or drank a beverage as treatment. The patient claimed to feel better about 15-25 minutes later. After contacting lfs, the patient stated she called her physician who advised her to schedule an appointment for an a1c test. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca was unable to walk the patient through a control solution test. Replacement test strip and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The pt's mother reported that the button was intermittently responding on the keypad. The pt reported that the "up" and "down" buttons have to be pressed multiple times to elicit a response from the keypad. The pt's mother reported that the pump will sometimes jump ahead once the buttons do respond. The reporter denies damage to the keypad or exposure to moisture. The buttons felt normal when pressed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/10/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
This is a spontaneous report by a baxter-employed nurse from (B)(6) of a fungal peritonitis with culture positive for candida albicans in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010 the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was transferred to hemodialysis and pd therapy was discontinued. It was unknown if the peritonitis resolved.